Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/7/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. Customer reports: when the nutrition was provided a leak was noticed, the pump set was changed. Additional information was requested on 9/30/2016, 10/4/2016, and 10/6/1206 with no reply.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. One used sample was received for evaluation. The received sample was evaluated visually and functionally, during the visual inspection a pin hole was found in the silicone tube and during the functional test the leaking was confirmed. Corrective actions have been taken to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.